Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing occlusion alarms for the last 4 months. The customer's blood glucose (bg) level was reported to have elevated up to 326 mg/dl. When the customer changed out supplies and took correction boluses, bg level quickly returned to target. Reportedly, the customer uses apidra insulin. The customer was instructed regarding cartridge/insulin labeling.

Manufacturer narrative:
.